Event description:
The customer reported that the device issued a "speaker malfunction." Inop. No patient harm was reported.

Manufacturer narrative:
(B)(4). At the time of this report, philips could not confirm if there was a loss of sound. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms) to generate a "speaker malfunction." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the patient. The importance of using the monitoring equipment in conjunction with close personal observation of the patient is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381) describes personal surveillance: "warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.